Event description:
I do not know exactly what happened. I remember burning and drowning sensation. My eyes and teeth. Pain. I think I almost died. I still am having severe visual problems and my head - my whole head is swimming. Nothing came down into the mouth - I think it went into the sinus cavity instead.